Manufacturer narrative:
The catalog number has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date 11/2019). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vascular stent deployment procedure in the femoral artery through a contralateral approach access, during deployment of the vascular stent the distal end of the delivery system allegedly detached and remained in the patient. It was further reported that there was difficulty in removing the device from the patient, and additional open surgery was required to remove the device and complete the procedure. The patient was hemodynamically stable at the conclusion of the procedure.